Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. Measured data from a previous follow- up in november 1998 revealed battery data of 2.67v, 19ua and 3 kohms with an estimated longevity of 13 months. The physician elected to replace the device.